Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device (ccd) unit a noise image occurred, due to damage on the circuit board of the video plug section an image noise occurred and an image could not be displayed, due to a cut on the ccd cable the monitor showed a white screen with no image that may return to normal at times, due to a cut on the ccd cable the color tone of the image was not proper, due to damage on the video plug the color tone of the image was not proper, due to a cut on the connecting tube the water tightness was lost, the light guide bundle had breakage, the light guide connector had discoloration and a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the electrical contact of the video connector had corrosion, the video connector had a scratch, the video connector case had a scratch, the video cable had a scratch, the universal cord had discoloration, the universal cord had a scratch, the image guide protector had a cut, the connecting tube had a wrinkle and a scratch, the connecting tube had coating peeling, the adhesive on the bending section cover rubber had a chip, the plating on the distal end was peeled, the up/down plate had a scratch, the angulation lever had a scratch, the grip had a scratch, the switch box had a scratch, and the suction cover had a scratch. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera rhino-laryngo videoscope had a compromised image. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found part of connecting tube had fallen off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.